Event description:
It was reported that the compressor would not turn on. There was no patient involvement reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient involvement reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the mains inlet was replaced. The defective part has not been returned to the factory for further evaluation. The root cause of the issue has not been determined.